Event description:
The customer reported to baxter a high number of low battery issues at their facility. The customer reported "device lost configuration / will not power on / does not want to charge / shows low battery even when plugged in system failure indicated / failure on battery/ battery power questioned." It is unk on which device each sympton was noted. This device was found to have damaged batteries during biomed testing. The hosp. Rep. Stated that there have been no reports of any pt incident involving this pump since that last baxter service event. No additional infoamtion is available.